Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. No product was provided for evaluation. However, data log was provided and reviewed for evaluation on 03/02/2017. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a (B)(6) bluetooth device and passed. Performed voltage test and unit passed. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause could not be determined.